Event description:
Portacath unable to be accessed, pt, brought into hospital for removal and replacement of port. An xr showed that the catheter had migrated into the night ventricle. The catheter was retrieved without incident.

Event description:
A) 0733000000-2005-0003 - the product has not been returned to the MFR for eval at this time. Shipping materials have been sent to the facility. MFR is awaiting the return of the product.